Event description:
The customer reported to olympus that the bowden cable was loose/torn on the evis exera lll colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the light guide lens has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the light guide lens had foreign objects. Additional findings were as follows: due to wear of lock engagement lever, up/down knob cannot be locked securely, due to adhesive peeling on bending section cover, insulation resistance value at distal end does not meet the standard value, due to a cut on angle wire, bending section cannot be bent in down direction at all, the plastic distal end cover had a crack, the objective lens had a chip, the adhesive on bending section cover had wear, the connecting tube, and the universal cord both had buckling. It is most likely that the reported issue was a result of insufficient reprocessing. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It confirmed that foreign matter was attached to the light guide lens, but the foreign matter could not be identified. There was no deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.